Event description:
Pt reports one of her pumps is not working. It was beeping on and off that there was a blockage detected on (B)(6) 2017. She switched sites and continued using same pump. This morning she woke up and her medication had not been infusing so she switched to other pump. She also mentioned that the malfunctioning pump was "overheating" and that it felt warm. Sn (B)(4) for malfunctioning pump. Pt reports some light headedness when exerting herself but has been getting better throughout the day. Pt will be sent a replacement pump and malfunctioning pump will be returned for investigation. No other info provided. Dose or amount: 27.78ng/kg/min, frequency: continuous, route: sq. Dates of use: (B)(6) 2016 to current. Diagnosis or reason for use: i27.0.